Manufacturer narrative:
The pod was received fully deployed. Corrosion was noted in the pod. A leak was found on the unexposed portion of the soft cannula. Cracks were found on the outer housing. It could not be determined when these cracks had occurred or if these cracks contributed to the corrosion found in the pod. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 407 mg/dl while wearing it on the leg. For treatment, the patient changed out the pod and gave a manual injection.